Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 3005113652-2024-0011046. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 2.3ml of harmonyca lidocaine. About one month later the patient received touch-up injections with 1.1ml of harmonyca lidocaine. The patient was concomitantly treated with topical pre-treatment anesthesia and concomitantly takes amlodipine, furoate, mometasone, citalopram, betaderm, and irbesartan. Approximately seven months and a half after the touch-up injections the patient experienced non device related ¿hernia¿. About three weeks later the patient had a hernia surgery and was treated with hydromorphone . The event resolved the same day. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, touch-up injections of harmonyca lidocaine.